Manufacturer narrative:
It is unk if the device sample is available for evaluation. Evaluation: method: device history review. Results: device history review findings: no similar defects were reported during the mfg or package processes of this lot number. Conclusions: no source of failure can be determined without defective sample. CAPA (B)(4) was issued.

Event description:
The event is reported as: during use, the stapler remained stuck on the staple which was inserted onto the skin of the pt. It was impossible to dissociate the stapler and staple. The staple was removed with a remover. It required help from another physician and an analgesic to the pt.